Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Conclusion code no longer applies.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. The patient was scheduled for a pump exchanged on (B)(6) 2016. A dye study was done and found the catheter to be good, so the healthcare provider (hcp) felt it was a problem with the pump. More information was received on (B)(6) 2016. The surgery was done. The catheter aspirated well and the dye study done showed good myleogram. A new proximal revision piece was placed on the end of the catheter. The pump was replaced per the hcps decision. There were residual discrepancies, but no details were provided.

Manufacturer narrative:
Corrected information: sex, date of birth.

Event description:
Additional information was reported by a healthcare provider (hcp) on (B)(6) 2016. The hcp reported that the issue had first started on (B)(6) 2016 and 3.7 cc were expected and 8.5 cc were aspirated. The cause of the discrepancy had not been determined. It was noted that the patient¿s pain had resolved with the pump exchange on (B)(6) 2016.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a non-significant anomaly regarding motor o-ring wear. As per the pump¿s logs, the following medications were being administered as of (B)(6) 2016: hydromorphone (concentration: 7.5 mg/ml, dose rate: 3.9610 mg/day), bupivacaine (concentration: 19.9 mg/ml, dose rate: 10.510 mg/day), clonidine (concentration: 740.0 mcg/ml, dose rate: 390.82 mcg/day), and baclofen (concentration: 380.0 mcg/ml, dose rate: 200.69 mcg/day) the previously applied results code and conclusion code no longer apply.

Manufacturer narrative:
Other relevant components include: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter.

Event description:
Information was received from a consumer and health care professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug (unknown concentration and dose) via an implantable pump for failed back surgery syndrome and spinal pain. A lack of efficacy was reported on (B)(6) 2016. It was reported that the patient was in a lot of pain and didn't think the pump was working. The patient wanted to know what hospital to go to the ER. It was noted at the last refill there was more residual than expected. The consumer denied that the patient had any falls or anything that he could contribute to change in pain. It was also noted that the patient had his original catheter since 1998 and that it was possible they were seeing a problem with that. It was indicated that no surgical intervention had taken place, it was unknown if surgical intervention was planned, and that the hcp ordered an MRI on (B)(6) 2016. The patient status at the time of the report was alive - no injury. Follow-up information was received on (B)(4) 2016. It was reported that the MRI was performed but the results of the MRI were not known. It was indicated that the hcp office was notified of the consumer's concerns/complaints as intervention taken to resolve the pain and volume discrepancy. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.